Manufacturer narrative:
The 1.3/1.6 retention driver shaft is provided to customers within a sterile kit and marked single use. The device was returned for evaluation and engineering analysis was conducted. The device was visually inspected under magnification and no evidence of tip breakage (torsional deformation or cracking) could be identified. In addition, the device underwent dimensional analysis and the device was found within specification. The hardness values for this lot were previously confirmed during hardness testing to be within specification. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The root cause of the reported issue cannot be determined as no failure has been detected by the manufacturer upon return of the device for evaluation.

Event description:
When applying a tmc plate for lapidus fusion, the tip of a screw driver broke off in the screw that was placed in the dorsal plate, proximal hole nearest the osteotomy, when trying to lock the screw down into the plate. The surgeon was unable to get the tip out of the screw that remained implanted in the patient.

Manufacturer narrative:
Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred. The company will supplement this MDR as necessary and appropriate. The UDI referenced is for the sterile kit, sk-12, hat the product is distributed within.